Manufacturer narrative:
H10: the reprocessing status was unable to be confirmed/obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the malfunction listed in section b5 the evaluation also discovered the following; the control section had foreign objects, water tightness was lost due to a cut on switch one, the bending angle in up direction does not meet the standard value due to wear of angle wire, the play of up/down knob is out of the standard value due to wear of angle wire, the adhesive on the bending section cover had a chip the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a white-clouded area, the water removal ability did not meet the standard value due to clogging of nozzle, switch one had a cut, the grip was shaved, the suction cover plate was unclear, the color ring had a crack, and multiple parts of the scope were scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope switch four could not be used sometimes. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.